Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
Pt underwent l4-s1 decompression and fusion. Two weeks post op, the rod disassociated from the left s1 screw. During revision, the surgeon removed the locking caps, replaced the rod with a longer one, replaced the locking caps and finally tightened. This report is #2 of 2 for the same event.